Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found the beak to be broken off. The broken portion was missing and was not returned for evaluation. The beak is cylinder shaped at 30 degree angle and measured 8.5mm in longest part; therefore, the missing fragments could be variable in length. Remnants of adhesive were found on the remaining portion of the beak with varying degrees of thickness inside the distal end indicating the tip sustained impact damage. Further inspection found the red dot of shoulder screw missing with 3 dents along the tube sheath and one small dent close to the beak area due to mishandling. The most likely cause of the reported complaint can be attributed to applying excessive force on the instrument during insertion/removal or hitting the tip against other instruments causing the beak to break. The instruction manual for use states, "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use. "

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp), the tip of the inner sheath of the device broke off inside the patient. The device fragment was retrieved. It is unknown if the intended procedure was completed. There was no patient injury reported.